Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the current issue with this dermatome was believe to be a design flaw. The new models have a single locking screw on the underside of the unit to secure in the dermatome blade and protective guard plate. Due to this design, once the screw is tightened in place, there is a very clear centrally located pressure on the floppy blade which ultimately allows for normal apposition at the center of the guard, with the blade bending/bowing out at the lateral edges. The result is in varying, non-uniform depths of harvested graft take, skipping and poor cosmesis. No adverse event was reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. No product was returned. Evaluations/repair could not be completed. Lot identification is necessary for review of device history records, and lot identification was not provided. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed. H3 other text : product location unknown.